Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). Tandem technical support confirmed the alarm issue with consecutive cartridges and decided to replace the pump to resolve the cartridge alarm. No assistance from a third party was required.